Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, four (4) photograph of the samples were provided for evaluation. A visual inspection with the naked eye noted a hole in the silicone tubing next to the twist sleeve. Due to the nature of the sample, no additional testing was performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had leaked due to a 1-2 mm hole in the silicone tube close to the blue end. This was observed after nocturnal automated peritoneal dialysis (apd) therapy. The transfer set was replaced to continue treatment. There was no patient injury or medical intervention associated with this event, however the patient was given one-time antibiotics as a precaution. No additional information is available.